Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer¿s mother reported customer experienced both an allergic skin reaction and an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 the skin where the sensor was inserted became ¿very itchy¿, with yellow ¿pus¿ starting to weep under the sensor. The sensor was removed and the skin where it had been, was found to be notable for the presence of a ¿burn type mark¿. Customer¿s mother then inserted another sensor, but the same reaction occurred. Customer noted having contact with a healthcare provider on (B)(6) 2017 and was prescribed fucibet cream (betamethasone, fusidic acid). No additional treatment was required. There was no report of death or permanent injury associated with this event.